Event description:
It is reported that customer has experienced no delivery alarm. Customer has tried all measures of troubleshooting at the hospital with health care provider and does not wish to troubleshoot further. Customer was advised that insulin pump will need to be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.